Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. However, the customer received new moog blower but the issue persist. Unit logfile shows that both errors triggered at the same time and there is also an nt error #4. Also, it is suspected that the hardware(hw) controller on main electronics is defective. Results of investigation: vyaire medical determined root cause as due to mainboard - blower controlling hardware. Most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. As a resolution, vyaire medical initiated unit mainboard warranty replacement.

Event description:
The customer reported bellavista1000 that after the replacement of blower installation, the unit continues to alarm with technical failure (tf) 316- blower failure and tf 401-inspiration valve or device leaky. Furthermore, there was no information for patient involvement associated with the event.